Event description:
30 y/o female was scheduled to undergo repair of ventricular septal defect. Upon initiation of heart lung by-pass, air bubbles were noted to be present in the arterial line. The heart lung by-pass machine was turned off immediately in order to clear the lines of air. The patient was placed in trendelenberg position and cooled for approximately one (1) hour. The surgical procedure was cancelled and the patient was transferred to ICU. The patient expired on 5/12/93device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.